Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020 a descending aortic aneurysm rupture was suspected. The patient underwent an emergency treatment using a gore® dryseal flex introducer sheath as an accessory in the procedure. It was reported that the physician experienced difficulty inserting the dsf2033 gore® dryseal flex introducer sheath from the patient's common femoral artery. No suspected cause of the difficulty advancing was reported. Information regarding patient anatomy (tortuosity, calcification, thrombus) was unavailable. The diameter of the patient's access vessel was unavailable. Multiple attempts were made to advance the device, and the device was eventually able to be advanced. After successful placement of a gore® tag® conformable thoracic stent graft with active control system, angiography reportedly revealed a rupture at the patient's common iliac artery. No suspected cause of common iliac rupture was reported. A gore® viabahn® endoprosthesis was implanted to repair the rupture. The procedure was completed. The patient tolerated the procedure.